Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a possible transmitter issue that occurred on (B)(6) 2016. Patient was not able to receive blood glucose levels for almost 24 hours. At the time of contact, patient's mother reported that the patient's continuous glucose monitor (cgm) was working properly. No additional event or patient information is available.